Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-21413. It was reported the patient experienced an uncomfortable jolt in his mid-back in additional to positional unintended rib/chest stimulation while swinging a golf club. Subsequently, the patient had to turn his stimulation off. Follow-up identified lead diagnostic showed low impedance values and x-rays revealed the scs lead has migrated. It was also reported the positional stimulation issue has been occurring since the patient fell while was approximately a month prior to this report. Additionally, it was reported the patient experienced overstimulation at normal stimulation amplitudes to the point he is almost unable to move and as a result is running stimulation at such low amplitudes that he is no longer receiving effecting therapy. The patient will consult with the physician regarding the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.